Manufacturer narrative:
The device has not been returned for evaluation and no visual evidence have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6). The complaint alleges there was perforation post-implant and the filter remains implanted today. Argon¿s attorneys are attempting to gather additional information.